Manufacturer narrative:
G4: 11sep2020, b4: 14sep2020 . The customer stated that the issue was discovered during routine setup. There was no patient impact as a result of this event. A good faith effort was made and the customer responded on (B)(6) 2020 that the touchscreen did not need replacement. The customer stated that the screen was cleaned with distilled water and wiped dry which resolved the issue. The operational check was run and the device was confirmed to be fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported to philips that the touchscreen was not working intermittently. The device was not in clinical use at the time of the event. There was no patient impact as a result of this event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested the part information to order a replacement touchscreen. The rse provided the customer with the part ID information.